Event description:
It was reported that the pt received ER treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. The hospital pt educator evaluated the pump and determined that it was functioning properly. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.